Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient with driveline infection presented to emergency department with redness and drainage. Exit site cultured came back negative for infection. Computed tomography scan did not show evidence of infection. Patient continued to have redness/drainage at exit site. Patient was cultured again and cultures positive on (B)(6) 2020 for escherichia coli and enterococcus faecalis. Patient treated with oral and intravenous antibiotics and wound vac. Patient also treated by surgeon via irrigation and debridement for driveline infection in operating room. Patient was discharged on the oral antibiotics on (B)(6) 2020 patient still has drainage as of (B)(6) 2020 and no longer on antibiotics. Daily dressings performed. Driveline infection ongoing but managed via daily dressings. Patient is continuing to be monitored on outpatient basis as continued plan of care.